Manufacturer narrative:
The investigation into the limb-ischemia issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, the root cause of the limb-ischemia issue was patient condition related since patient was given multiple vasopressors.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 75-year-old female noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The impella limb became ischemic. The team placed 5fr retrograde sheath but the patient was suffering from acidosis. The team made choice to infuse blood products and place continuous renal replacement therapy for the acidosis. The patient was a full code and the patient expired despite efforts.